Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to have prematurely depleted as the longevity status was discovered to be at end of life. At a previous follow-up appointment approximately six months ago, the remaining longevity stated three years remaining. Surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to have prematurely depleted as the longevity status was discovered to be at end of life. At a previous follow-up appointment approximately six months ago, the remaining longevity stated three years remaining. Surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.